Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.

Event description:
It was reported that both leads showed too high impedance intraoperative. Patient had bilateral implantable neurostimulators (ins) with bilateral leads. During replacement surgery due to battery depletion, second device was tested for impedance. Contact '0' was the only one 'ok'. But for the operation, connector '0' was the only required for patient stimulation. Ins with high impedances was replaced with new one. This ins however also showed high impedance on one side. After the replacement, the 'right' contact was 'ok' and there was not more troubleshooting. Patient was 'ok' after replacement.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found no anomalies. The returned ins was tested with a known good lead. The lead proximal end was connected to the ins, while the lead distal end and ins can were submerged in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.